Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned handle had no damages noted. Per media analysis on the provided photos, and it showed the packaging of the product with its respective label, the ligator head with the bands attached, and the handle without visible damage. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that per media analysis, there were bands attached in the ligator housing. Although the returned device had broken suture; however, this condition is not considered a failure mode as this occurred possibly when the physician trying to remove the device from the scope. It is possible that this problem might have to do with procedural factors such as lesion characteristics, handling of the device, or the technique used by the physician. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. .

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned handle had no damages noted. Per media analysis on the provided photos, and it showed the packaging of the product with its respective label, the ligator head with the bands attached, and the handle without visible damage. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that per media analysis, there were bands attached in the ligator housing. It is possible that this problem might have to do with procedural factors such as lesion characteristics, handling of the device, or the technique used by the physician. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.